Manufacturer narrative:
Through functional testing, disassembly, and visual inspection, the service technician found the pivot axle and compression spring were worn.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the trigger of the device was intermittently sticking resulting in run on. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the trigger of the device was intermittently sticking resulting in run on. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.